Event description:
Customer experienced a previous issue with a misassembled (bent) occluder spring, MDR # 2016493-2007-00007. As part of the failure investigation for that event, an x-ray process was designed and validated in order to examine mechanism springs in the customer's other devices without having to open each device. X-ray view of device in this report appeared to show a spring coil missing over the top left occluder post. Device was returned to cardinal for further testing. Functional testing was performed with respect to rate accuracy and occlusion pressure; rate accuracy testing showed device to be out of specification by +38.3%. The service seal on this device had been broken, indicating that it had been opened outside of the cardinal service depot. A review of the device's history indicates that it was built 08/2001. Since the initial build the device has never been returned to cardinal for any type of service. When the device was opened it was verified that the top left occluder spring was missing. When a new spring was installed and the device was re-tested for rate accuracy the device tested within specifications. Root cause of the rate inaccuracy was determined to be the result of the missing spring. This instrument was manufactured prior to the implementation of corrective and preventive action currently in place to address this issue.